Event description:
It was reported that the boston scientific (bsc) representative found that the patient with this pacemaker device had presence of bigeminy. Bsc representative wanted to check if it was all ok from the lead and device side. There were concerns/questions related to device not capturing, drop in impedance still within the range and insulation breach. Bsc representative stated that lead integrity was good and patients bigeminal rhythm was treated with medication. Patient had some discomfort and light headedness. This device remains in service. No adverse patient effects were reported.